Manufacturer narrative:
After careful examination, no deviations were found in the device sent in that could have caused or contributed to the incident described. Therefore, no causal link can be established between the device sent in and the incident described. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." This product was reportedly combined with third-party skull pins. We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case.

Event description:
Customer informed us on june 13 that one of our products was involved in a case (posterior cervical spinal fusion, prone position) in which the treated patient sustained a laceration.